Manufacturer narrative:
The investigation of infection/sepsis has been completed. Not enough clinical information was provided to determine the root cause of this failure.

Event description:
Patient with an acute myocardial infarction/cardiogenic shock was initially implanted with an impella cp for mechanical circulatory support and escalated to an impella 5.5 four days later due to the expected prolongation of support. Approximately after 11 days on impella 5.5 support, leaking from purge cassette was observed. Per the clinical engineer liquid was leaking from the purge cassette on the fourth day after starting use. Consequently, the purge set was replaced. However, 16 days after start of support, abnormal noise was heard around the purge cassette insertion area of the automated impella controller (used with both the impella cp and impella 5.5), which prompted replacement of the purge set. The abnormal noise was resolved after replacing the purge housing. At some point the patient developed sepsis as case wrap-up noted ¿cardiac function recovers poorly, and eventually sepsis disappears.¿ the timeframe for this adverse event and its relationship to the impella pump is unclear. However, the patient would eventually expire based on reflected case note ¿expired on support,¿ which occurred on the 25th day of support. Reportedly the patient went into multiple organ failure caused by sepsis. Antibiotics were administered. No detail information surrounding the patient's condition, the sepsis and death were provided, and with limited information, there is not enough information to exclude the impella device as a contributing factor in the patient¿s outcome.

Manufacturer narrative:
The impella device has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. This is one of two devices associated with the event. Refer to medical device report for the automated impella controller serial number (B)(6) with date of event 05-jan-2025 and identifier ending in (B)(6). Section: table 3.2 impella catheter components: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿